Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown drug. The indication for use was unknown. It was reported that there was pump pocket dehiscence and device erosion. The device was removed and replaced. It was noted that a new pocket was created. The date of explant was unknown. The device was used in the patient and was intended for treatment. There was no patient death related to the event. The patient was without injury and was further indicated as having recovered without sequela. No further complications were reported/anticipated as a result of the event.